Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported that a percuflex plus ureteral stent was used during a stent implantation procedure on (B)(6) 2020. According to the complainant, on (B)(6) 2020 the doctor assessed that the length of the stent was not the one indicated to be used for this patient. The physician chose to implant the ureteral stent and left the excess length in the kidney. According to the complainant, on (B)(6) 2020 it was noticed that the implanted stent migrated from its original position to the low ureter. The stent was attempted to be removed via cystoscope, but could not be removed. The removal procedure was rescheduled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.